Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 257 mg/dl. The customer tried to prime the same reservoir with a new infusion set and was not able to do so. The customer obtained a new reservoir and filled it. Customer connected a new infusion set and were a able to prime. The customer then changed the infusion set while on the call. The customer was advised that we will sent replacements.